Event description:
Customer reported that a patient had a wound dehiscence two days following a c-section. Patient was returned to surgery for repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.